Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they no delivery alarm on insulin pump. The customer's blood glucose was 275 mg/dl. The customer's blood glucose was 450 mg/dl at the time of the incident. Troubleshoot was performed for no delivery alarm. The customer stated that the insulin exited. Advised customer that the insulin pump was working as designed. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.